Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("malposition of essure device :- location of device: uterus/migration of essure device - location of device: uterus") and genital haemorrhage ("persistent bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 624486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2000, (B)(6) 2005, (B)(6) 2007). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) in 2007 for contraception. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2017, 9 years 8 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dry skin ("rashes or skin conditions type:-dry skin"), abdominal pain ("abdominal pain (severe)") and vision blurred ("blurred vision"). The patient was treated with surgery (on (B)(6) 2017, essure removal and hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2017, essure removal and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, depression, migraine, visual impairment and fatigue had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dry skin, dyspareunia, weight increased, alopecia, abdominal pain and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, depression, device expulsion, dry skin, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were two trailing coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. On (B)(6) 2007, findings revealed normal endometrial cavity, correct placement of essure device in the tubal ostia, two trailing coils on the right and two trailing coils on the left. Hysteroscopy with bi lateral fallopian tube cannulation was done. Ultrasound scan revealed mal position of right essure, several small fibroids noted in tramurral. Computed tomography of pelvis was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("malposition of essure device :- location of device: uterus/migration of essure device - location of device: uterus") and genital haemorrhage ("persistent bleeding") in a 30-year-old female patient who had essure (ess205) (batch no. 624486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 (B)(6) 2000, (B)(6) 2005, (B)(6) 2007). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) in 2007 for contraception. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2017, 9 years 8 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dry skin ("rashes or skin conditions type:-dry skin"), abdominal pain ("abdominal pain (severe)") and vision blurred ("blurred vision"). The patient was treated with surgery (on (B)(6) 2017, essure removal and hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2017, essure removal and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, depression, migraine, visual impairment and fatigue had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dry skin, dyspareunia, weight increased, alopecia, abdominal pain and vision blurred outcome was unknown. The reporter considered abdominal pain, alopecia, depression, device expulsion, dry skin, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were two trailing coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. On (B)(6) 2007, findings revealed normal endometrial cavity, correct placement of essure device in the tubal ostia, two trailing coils on the right and two trailing coils on the left. Hysteroscopy with bi lateral fallopian tube cannulation was done. Ultrasound scan revealed mal position of right essure, several small fibroids noted in tramurral. Computed tomography of pelvis was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on(B)(6) 2018: pfs received. Reporter information updated. Event ¿blurred vision¿ added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("malposition of essure device :- location of device: uterus/migration of essure device - location of device: uterus") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624486) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida and parity 3 ((B)(6) 2000, (B)(6) 2005, (B)(6) 2007). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone (depo provera) in 2007 for contraception. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dry skin ("rashes or skin conditions type:-dry skin") and abdominal pain ("abdominal pain (severe)"). The patient was treated with surgery (on (B)(6) 2017, essure removal and hysterectomy with bilateral salpingectomy) and surgery (on (B)(6) 2017, essure removal and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, depression, migraine, visual impairment and fatigue had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dry skin, dyspareunia, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, depression, device expulsion, dry skin, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were two trailing coils on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. On (B)(6) 2007, findings revealed normal endometrial cavity, correct placement of essure device in the tubal ostia, two trailing coils on the right and two trailing coils on the left. Hysteroscopy with bi lateral fallopian tube cannulation was done. Ultrasound scan revealed mal position of right essure, several small fibroids noted in tramurral. Computed tomography of pelvis was done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 5-feb-2018: follow up from pfs&m.r.-new events added- abnormal bleeding (vaginal, menorrhagia)/bleeding, apareunia (inability to have sexual intercourse), depression, malposition of essure device :- location of device: uterus/migration of essure device - location of device: uterus, rashes or skin conditions type:-dry skin, migraines / headaches, dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s), vision/eye problems, fatigue, weight gain, hair loss, abdominal pain (severe) and did not undergo an essure confirmation test. Historical conditions, historical drugs, concomitant conditions, condition drugs, treatment drugs and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.